Event description:
The external pulse generator (epg) was returned for test and calibration and subsequently tested out of specification during analysis. There was no patient involvement.

Manufacturer narrative:
Analysis identified that the epg connector back light displayed electrical discontinuity. The eject button for battery drawer was st icky. Battery drawer was contaminated. The lower case was broken . All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.